Manufacturer narrative:
(B)(4). Manufactured november 25, 2015 ¿ december 1, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed a pool of fluid inside the infusor device. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch before use. The device was filled with 8 g of flucloxacillin in 240 ml of solution. There was no patient involvement. No additional information is available.